Event description:
(B)(6) nurse of the hospital reported to our sales rep (B)(4) that she was observing a surgery procedure. During this she observed that the rasp was broken off from the handle. There was no delay a replacement was available and the surgery was successfully completed at the end.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.